Manufacturer narrative:
Batch review performed on 28 february 2022: lot 188611: (B)(4) items manufactured and released on 12-feb-2019. Expiration date: 2024-01-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 2 weeks post primary the surgeon performed a washout and revised the poly and the surgery was completed successfully.